Event description:
The customer contact reported that during testing at the user facility, it was noted the device door roller and pin were broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken. During testing, unrestricted flow was noted when the device door was opened. This was due to the missing door roller. Additionally, during testing, the device alarmed for e321 (battery charger timeout). This is due to the battery. The device has been identified as part of two product recalls. This report represents all the information known by the reporter upon query by hospira personnel.